Manufacturer narrative:
Manufacturing site evaluation: samples received: 5 unopened racepacks. There are no previous complaints of this code/batch. There are no units in OEM stock. Tested the knot pull tensile strength of the closed samples received and the results fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). Thread tears easily.